Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The compact plus meter gave the following blood glucose results within 10 minutes: 200 mg/dl, 105 mg/dl. No adverse events reported. Customer declined to return product.